Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported: "the item was given by one of the hospitals. He had surgery on his right leg. He used medihoney, and he got the wound cleaned and checked. After a month, he got an infection and had additional surgery. He had an infection again." No additional information has been provided after several attempts.